Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the investigation results, it was not possible to make an estimate because it was not confirmed by the inspection of the repair department. The root could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source showed image interference on the viewing monitor with all endoscopes. There were no reports of patient harm.